Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip got broken when the user attempted to load it during a surgery, although he/she did not apply any excessive pressure/force. No clip fell/remained in the patient.

Manufacturer narrative:
(B)(4), per DHR the product hemolok ml clips 6/cart 84/box lot# 73a2000103 was manufactured on 01/08/2020 a total of (B)(4) pieces. Lot was released on 01/22/2020. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. Visual examination was performed with and without magnification. Visual examination revealed that the cartridge was returned with a clip broken in half at the hinge. The cartridge was also returned with 4 intact clips remaining. Functional inspection was performed on the 4 intact clips remaining in the cartridge. The first clip was able to properly load into lab inventory clip appliers and fire onto over-stressed surgical tubing. These actions were repeated for the remaining 3 clips with the same results. No defects or anomalies were found with the returned intact clips. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A clip was broken in half at the hinge during loading. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. A clip was returned broken in half at the hinge and was broken during loading. Four intact clips returned , and all 4 clips were able to properly load into lab inventory clip appliers and fire onto over-stressed surgical tubing. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that a clip got broken when the user attempted to load it during a surgery, although he/she did not apply any excessive pressure/force. No clip fell/remained in the patient.